Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). She underwent pelvic surgery to alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("multiple metal coils measuring approximately 2.5 cm in length are identified in the myometrium at the right cornu and muscle wall of the isthmus of the right fallopian tube"), device expulsion ("left one was expelled"), pelvic pain ("sharp stabbing pelvic pains"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient (gravida 4, para 3) who had essure (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, c-section, type 2 diabetes mellitus and cesarean section. Concurrent conditions included type 2 diabetes mellitus, diarrhea, hemorrhoids, night sweats, hot flashes, vaginal burning sensation, vaginal swelling, urgency urination, incomplete bladder emptying, taste metallic, joint pain (ilateral knee, hips, shoulder, elbows, wrist, ankle or pain in either bilateral.), dizziness, mood swings, depression, tinnitus, tremor, blood pressure high, blurred vision, neuropathy, uterine bleeding, uterine cervical squamous metaplasia and tachycardia. Concomitant products included gabapentin, glimepiride, janumet, levothyroxine sodium (levothyroxin), metformin and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced progesterone increased ("elevated progesterone"), allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, 17 days after insertion of essure, the patient experienced nausea ("nausea"). In january 2012, the patient experienced vaginal discharge ("vaginal discharge"). In february 2012, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). In april 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device and abortion spontaneous (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), irritable bowel syndrome ("ibs"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping/left lower quardant pain"), adnexa uteri pain ("both lower quardant fallopian only on the right pain"), amnesia ("memory loss"), inflammation ("inflammation"), flatulence ("gas"), abdominal pain upper ("stomach cramp"), acne ("zit scab things on chin") and dyspepsia ("digestive issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, progesterone increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, fibromyalgia, nausea, vaginal discharge, vision blurred, irritable bowel syndrome, haemorrhoids, alopecia, abdominal pain lower, adnexa uteri pain, flatulence, abdominal pain upper and dyspepsia outcome was unknown and the back pain, migraine, headache, amnesia, inflammation and acne had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abortion spontaneous, acne, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, fibromyalgia, flatulence, genital haemorrhage, haemorrhoids, headache, inflammation, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone increased, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *per mr: the hysteroscope was introduced and both ostia of the fallopian tubes were identified. In succession, the right and the left ostia were instrumented with the essure device. Two coils were present at the left ostia and 3 at the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-mar-2012: total bilateral occlusion both tubes are blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, anxiety, abdominal distension, weight gain, pelvic pain, vaginal discharge, dysmenorrhoea, adnexa uteri pain, dyspareunia, nausea, headaches, depression, device expulsion and menorrhagia. Most recent follow-up information incorporated above includes: on 7-jun-2018: fu from social media: new events: abdominal pain upper, flatulence, zit scab things on chin and digestive issue were added. Reporter added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("multiple metal coils measuring approximately 2.5 cm in length are identified in the myometrium at the right cornu and muscle wall of the isthmus of the right fallopian tube"), device expulsion ("left one was expelled"), pelvic pain ("sharp stabbing pelvic pains"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient (gravida 4, para 3) who had essure (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, c-section, type 2 diabetes mellitus and cesarean section. Concurrent conditions included type 2 diabetes mellitus, diarrhea, hemorrhoids, night sweats, hot flashes, vaginal burning sensation, vaginal swelling, urgency urination, incomplete bladder emptying, taste metallic, joint pain (ilateral knee, hips, shoulder, elbows, wrist, ankle or pain in either bilateral.), dizziness, mood swings, depression, tinnitus, tremor, blood pressure high, blurred vision, neuropathy, uterine bleeding and uterine cervical squamous metaplasia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, 3 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), progesterone increased ("elevated progesterone"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), irritable bowel syndrome ("ibs"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping/left lower quardant pain"), adnexa uteri pain ("both lower quardant fallopian only on the right pain"), amnesia ("memory loss") and inflammation ("inflammation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, progesterone increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, fibromyalgia, nausea, vaginal discharge, vision blurred, irritable bowel syndrome, haemorrhoids, alopecia, abdominal pain lower and adnexa uteri pain outcome was unknown and the back pain, migraine, headache, amnesia and inflammation had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, inflammation, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone increased, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *per mr: the hysteroscope was introduced and both ostia of the fallopian tubes were identified. In succession, the right and the left ostia were instrumented with the essure device. Two coils were present at the left ostia and 3 at the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion both tubes are blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, anxiety, abdominal distension, weight gain, pelvic pain, vaginal discharge, dysmenorrhoea, adnexa uteri pain, dyspareunia, nausea, headaches, depression, device expulsion and menorrhagia. Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: event: multiple metal coils measuring approximately 2.5 cm in length are identified in the myometrium at the right cornu and muscle wall of the isthmus of the right fallopian tube was added. Her concurrent condition was added. Reporter information was added. The case is medically confirmed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("multiple metal coils measuring approximately 2.5 cm in length are identified in the myometrium at the right cornu and muscle wall of the isthmus of the right fallopian tube"), device expulsion ("left one was expelled"), pelvic pain ("sharp stabbing pelvic pains"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient (gravida 4, para 3) who had essure (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, c-section, type 2 diabetes mellitus and cesarean section. Concurrent conditions included type 2 diabetes mellitus, diarrhea, hemorrhoids, night sweats, hot flashes, vaginal burning sensation, vaginal swelling, urgency urination, incomplete bladder emptying, taste metallic, joint pain (ilateral knee, hips, shoulder, elbows, wrist, ankle or pain in either bilateral.), dizziness, mood swings, depression, tinnitus, tremor, blood pressure high, blurred vision, neuropathy, uterine bleeding, uterine cervical squamous metaplasia and tachycardia. Concomitant products included gabapentin, glimepiride, janumet, levothyroxine sodium (levothyroxin), metformin and tramadol. In 2011, the patient experienced progesterone increased ("elevated progesterone"), allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 17 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), irritable bowel syndrome ("ibs"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping/left lower quadrant pain"), adnexa uteri pain ("both lower quadrant fallopian only on the right pain"), amnesia ("memory loss"), inflammation ("inflammation"), flatulence ("gas"), abdominal pain upper ("stomach cramp"), acne ("zit scab things on chin") and dyspepsia ("digestive issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy), surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy), surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy), surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery ((lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy).). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, progesterone increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, fibromyalgia, nausea, vaginal discharge, vision blurred, irritable bowel syndrome, haemorrhoids, alopecia, abdominal pain lower, adnexa uteri pain, flatulence, abdominal pain upper and dyspepsia outcome was unknown and the back pain, migraine, headache, amnesia, inflammation and acne had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abortion spontaneous, acne, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, fibromyalgia, flatulence, genital haemorrhage, haemorrhoids, headache, inflammation, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone increased, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *per mr: the hysteroscope was introduced and both ostia of the fallopian tubes were identified. In succession, the right and the left ostia were instrumented with the essure device. Two coils were present at the left ostia and 3 at the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion both tubes are blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, anxiety, abdominal distension, weight gain, pelvic pain, vaginal discharge, dysmenorrhoea, adnexa uteri pain, dyspareunia, nausea, headaches, depression, device expulsion and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("multiple metal coils measuring approximately 2.5 cm in length are identified in the myometrium at the right cornu and muscle wall of the isthmus of the right fallopian tube"), device expulsion ("left one was expelled"), pelvic pain ("sharp stabbing pelvic pains"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient (gravida 4, para 3) who had essure (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, c-section, type 2 diabetes mellitus and cesarean section. Concurrent conditions included type 2 diabetes mellitus, diarrhea, hemorrhoids, night sweats, hot flashes, vaginal burning sensation, vaginal swelling, urgency urination, incomplete bladder emptying, taste metallic, joint pain (ilateral knee, hips, shoulder, elbows, wrist, ankle or pain in either bilateral.), dizziness, mood swings, depression, tinnitus, tremor, blood pressure high, blurred vision, neuropathy, uterine bleeding, uterine cervical squamous metaplasia and tachycardia. Concomitant products included gabapentin, glimepiride, janumet, levothyroxine sodium (levothyroxin), metformin and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced progesterone increased ("elevated progesterone"), allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, 17 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vision blurred ("blurred vision"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), irritable bowel syndrome ("ibs"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping/left lower quardant pain"), adnexa uteri pain ("both lower quardant fallopian only on the right pain"), amnesia ("memory loss"), inflammation ("inflammation"), flatulence ("gas"), abdominal pain upper ("stomach cramp"), acne ("zit scab things on chin") and dyspepsia ("digestive issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), surgery (lavh (laparoscopy assisted vaginal hysterectomy), bilateral oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, progesterone increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, fibromyalgia, nausea, vaginal discharge, vision blurred, irritable bowel syndrome, haemorrhoids, alopecia, abdominal pain lower, adnexa uteri pain, flatulence, abdominal pain upper and dyspepsia outcome was unknown and the back pain, migraine, headache, amnesia, inflammation and acne had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abortion spontaneous, acne, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, fibromyalgia, flatulence, genital haemorrhage, haemorrhoids, headache, inflammation, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone increased, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *per mr: the hysteroscope was introduced and both ostia of the fallopian tubes were identified. In succession, the right and the left ostia were instrumented with the essure device. Two coils were present at the left ostia and 3 at the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion both tubes are blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, anxiety, abdominal distension , weight gain, pelvic pain, vaginal discharge, dysmenorrhoea, adnexa uteri pain, dyspareunia, nausea, headaches, depression, device expulsion and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), device expulsion ("left one was expelled"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient (gravida 4, para 3) who had essure (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida and c-section. Concurrent conditions included type 2 diabetes mellitus. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). In april 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), progesterone increased ("elevated progesterone"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), irritable bowel syndrome ("ibs"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping/left lower quardant pain"), adnexa uteri pain ("both lower quardant fallopian only on the right pain"), amnesia ("memory loss") and inflammation ("inflammation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to alleviate the symptoms), surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, device expulsion, abortion spontaneous, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, progesterone increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, fibromyalgia, nausea, vaginal discharge, vision blurred, irritable bowel syndrome, haemorrhoids, alopecia, abdominal pain lower and adnexa uteri pain outcome was unknown and the back pain, migraine, headache, amnesia and inflammation had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhoids, headache, inflammation, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone increased, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion both tubes are blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event elevated progesterone, abnormal vaginal bleeding, menorrhagia, pregnancy (stillbirth or miscarriage), nickel allergy, apareunia, anxiety, depression, fibromyalgia, migraines, headaches, nausea, vaginal discharge, blurred vision, irritable bowel syndrome, hemorrhoids, hair loss, miscarriage, cramping/left lower quardant pain, both lower quardant fallopian only on the right pain, device expulsion, memory loss, inflammation added,concurrent condition added,medical history added,patient demographic added,lot number added,events outcome added,reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2012, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, back pain and dyspareunia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal distension, menstruation irregular, dysmenorrhoea, weight increased, back pain and dyspareunia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). She underwent pelvic surgery to alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.